Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that repeated error 319 from universal surgical manipulator (usm)2 occurred. Troubleshooting was performed by confirming the error through system logs, which showed error 319 reported by multiple subcomponents. The act node suggested a possible failure on the distal inner suj of arm2. The customer disabled arm2 and swapped the patient cart from another system to proceed with four arms. The procedure was converted to another dv system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm)2 for failure analysis investigation. The unit was analyzed and 319 was found, confirming the issue occurred in the field. Upon visual inspection, no issues were found related to the reported event. Installed the distal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the distal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.